Manufacturer narrative:
Update to d4: lot number. Update to h4: manufacturing date.

Manufacturer narrative:
It was reported that "the syringe turns itself loose while injecting the contrast medium". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. The customer was not able to confirm which of the following lot numbers were associated with the reported product issue: lot: 0000154130 and lot: 0000157733. The manufacturing dates for the potentially associated lot numbers are as follows: lot: 0000154130: 02/06/2025 and lot: 0000157733: 03/11/2025.

Event description:
It was reported that "the syringe turns itself loose while injecting the contrast medium".